Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 463mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed verifying the occlusion alarms. After performing a supply change, the customer successfully resumed insulin deliveries. A follow-up call to ensure the customer's bg levels decreased was declined by the customer.